Event description:
Healthcare professional reported the aortic valve was explanted due to structural dysfunction related to cuspal tear(s) and was replaced. Prior to explant, central regurgitation was noted on echo.